Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's active exhalation control module failing a test step. The active exhalation control module was replaced to address the issue. The oxygen blending manifold assembly was returned to the manufacturer's quality assurance laboratory for further investigation. The root cause of the oxygen blending manifold assembly failing was caused by physical damage.